Event description:
The customer reported to beckman coulter finding a leak under the blood sample valve (bsv) on the coulter lh 750 hematology analyzer. The volume of the leaked fluid was over 20 ml and the leak was not contained within the instrument. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found a leak from the probe wipe assembly. The fse replaced the probe wipe assembly that fixed the leak. Failure mode was a leak from the probe wipe assembly. (B)(4).